Event description:
Device 1 ((B)(4)): attempted implant. The customer reported the lead connector lv-1 would not fit.

Manufacturer narrative:
Device 1 ((B)(4)) returned device analysis reveals the blv/bis-10 adaptor was received with only half of the receptacle. The damage was too extensive to perform electrical and dimensional measurements. Ref report # 1035166-2010-00084 for device 2.